Event description:
It was reported that the patient's ambicor penile prosthesis (app) was not functioning properly, the device exhibited inflation issues and spontaneous deflation. A surgical procedure was performed during which the app was removed and replaced with an inflatable penile prosthesis (ipp). There were no patient complications.